Event description:
It was reported that the patient had surgery on (B)(6) 2014 to have the leads redone. The patient stated that they were in the wrong place and were working after surgery. The patient knew for several months that they were not working because symptoms came back. A MRI was performed and the neurosurgeon stated they were not in the right place. The leads worked for over a year prior to surgery. Adjustments were done prior to surgery, but it still would not work. The patient had no new problems and it was working for the patient.

Manufacturer narrative:
Product ID 37085-40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v433191, implanted: 2010 (B)(6); product type lead product ID 37651, serial# (B)(4); product type recharger product ID 37085-40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# j0301160v, implanted: 2003 (B)(6); product type lead. (B)(4).